Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic. Chest x-rays revealed loose wires on the right ventricle lead. An insulation abrasion was suspected. Additional information was requested but not received.